Event description:
Reporter, wife of customer, stated they have had the er1 message occasionally over the last year. Reporter's husband has been getting very high blood glucose readings for the past 2 years and especially high over the last year. In the case of the er1 message the customer would retest later in the day, blood glucose reading very high--25, 26 mmol/l. Customer has been feeling weak, dizzy, and lethargic. Technique seemed adequate but an adequate sample was sometimes hard to obtain. Reviewed reasons for the er1 message and especially that if her husband obtains an er1 message he should see his doctor immediately.